Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between october 1 ¿ december 31, 2025. This report summarizes 1 event for the failure: fracture. - 1 event had code not found!!.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events 1 event was reported for this quarter. Product return status 1 device was evaluated using data provided by the user or third party. Evaluation findings (results/components) 1 device: fracture problem / tip product disposition 1 device: scrapped by customer additional information 1 device was labeled for single-use. 1 device was not reprocessed or reused.